Manufacturer narrative:
Submitted: 06/16/2017. The pump has been returned and evaluated by product analysis on 05/26/2017 with the following findings: device evaluation: on investigation, the pump powered on with a dim/faded/discolored display screen.

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 05/26/2017.